Event description:
Boston scientific received information that prior to a normal device replacement procedure, this right atrial (ra) lead had exhibited increased pacing thresholds. During the device replacement procedure, this lead was found to be fractured and was; therefore; surgically capped and abandoned. No adverse patient effects were reported.

Manufacturer narrative:
At this time, this product has not been returned to boston scientific for analysis. This investigation will be updated should further information be provided.